Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3587a, lot# l85959, implanted: (B)(6) 2000, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that there was shocking and stimulation in undesired location. Stimulation was currently off. When it was programmed to a certain area it did not hold the program. If it was to cover the stomach and thigh it would go down to the knee. Another pain doctor had him try turning it on again and it would not hold a program and it shocked him again. The first shock and coverage in the wrong area occurred in (B)(6) 2014. The 2nd shock and coverage in the wrong area occurred in 2015. The patient had an appointment with his new pain doctor next wednesday, which was in seven days. The patient's relevant medical history includes spinal pain. It was later reported by a manufacturing representative (rep) that they had met the patient in (B)(6) 2015. At that time the patient was receiving stimulation in the abdomen but wanted more. The rep was able to get more stimulation in the patient's abdomen. Impedances were normal at reprogramming. At that time the patient did not have or complain of a shocking sensation. A different rep later reported that the appointment was changed to tuesday. The patient's next appointment was (B)(6). Further follow-up is being conducted to determine what steps were taken to resolve the stimulation issues and if the issues are resolved. If additional information is received, a follow-up report will be sent.